Manufacturer narrative:
The freestyle insulinx meter (jamv290-u1755) has a useful life of 5 years. The manufacturing date of this product is 2015, it has been in distribution beyond its useful life as of the case awareness date of (B)(6) 22. Since the product was beyond its useful life at the time of the complaint no further investigation activities are required. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The freestyle insulinx meter ((B)(4)) has a useful life of 5 years. The manufacturing date of this product is 2015, it has been in distribution beyond its useful life as of the case awareness date of (B)(6) 22. Since the product was beyond its useful life at the time of the complaint no further investigation activities are required. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips. Visual inspection was performed on returned meter.no issues observed. Meter powered on with button depression and known good strip insertion. Blank screen was not observed. The complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.